Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where the air was not exhausted while the fan was working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e200 error was due to a printed circuit board failure and the air not being exhausted was due to a power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during installation, the light source had error code e200 (does not adjust the white). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.